Event description:
Customer reported that the insulin pump returned a no delivery alarm during bolus. During troubleshooting, customer reported that the set/reservoir was occluded. Occlusion was cleared by manually pushing the plunger. Customer was then able to deliver a bolus without a no delivery alarm being returned. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)